Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production. H3 other text : see section h.10.

Event description:
It was reported that a needle through catheter occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "item- 22 g nexiva, lot#: 9135947, lot#: 7146661, departments CT and surgery, the date given to me of occurrence was on (B)(6) 2013, they do not have samples to be returned. Good morning! I wanted to let you know that we have had a couple instances in CT where the needle went thru the catheter when trying to start an IV. These were all using the nexiva 22g IV¿s lot#: 9135947. I also witnessed the same thing happening in surgery today. It was also a nexiva 22g IV, but with a different lot#. (That lot# was 7146661). I didn¿t know if anyone had reported any issues with these IV¿s."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9135947. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-15. Medical device lot #: 7146661. Medical device expiration date: 2020-05-31. Device manufacture date: 2017-05-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through catheter occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "item- 22 g nexiva. Lot # 9135947. Lot # 7146661. Departments CT and surgery. The date given to me of occurrence was 9/13. They do not have samples to be returned. Good morning! I wanted to let you know that we have had a couple instances in CT where the needle went thru the catheter when trying to start an IV. These were all using the nexiva 22g IV¿s lot # 9135947. I also witnessed the same thing happening in surgery today. It was also a nexiva 22g IV, but with a different lot#. (That lot# was 7146661). I didn¿t know if anyone had reported any issues with these IV¿s."